Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 gas blender system. The incident occurred in (B)(6). The affected device was returned to the manufacturer site for repair. Upon testing the reported issue could not be reproduced. The device was found to be working within specifications. The dc/dc board needs to be replaced as per preventive maintenance intervention . If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 gas blender system gave an error code associated to the a/d converter during priming. There was no patient involvement.

Manufacturer narrative:
The most likely root cause of the reported event is a temporary electronic deviation of the dc/dc board.

Manufacturer narrative:
H10: the dc/dc board was replaced as a potentially involved component. Subsequent functional verification testing was completed without further issues and the unit was returned to service.

Event description:
See initial report.